Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a guidewire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.